Event description:
It was reported that the patients leads had migrated. The leads were explanted and the patient was doing well postoperatively. The explanted leads will not be returned as they were kept by the hospital.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7091980.